Event description:
It was reported that an ilet insulin pump¿s touchscreen became unresponsive and the display appeared cracked, though the device was otherwise functional; the user was advised the device was no longer watertight and a replacement was arranged, with guidance to consider backup therapy and to return the damaged unit. Symptoms included hyperglycemia to 220 mg/dl for about one hour without associated dizziness, loss of consciousness, or other acute complications. Outcomes included temporary disruption to normal pump use, transition to backup therapy, and no medical intervention or hospitalization. Investigation included review of user reports and images to assess the device¿s physical condition and functionality and inspection of the returned device. Investigation of this device revealed evidence consistent with external damage to the screen component resulting in loss of touch responsiveness, with no indication of internal device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to compromised touchscreen function and loss of watertightness.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.